Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: the pump powers to "verify" screen per normal operation. One alarm 128-fb88 and multiple eaw 128-fe88 alarms observed in black box on (B)(6) 2013. The battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. No battery cap returned. A test cap was used for all testing. A power loss was not observed. The "audio bolus button" cover detached/missing. The current draws within specifications; idle -70ma, sleep-00ma, load-180ma, rewind- 160ma. Removed pump case. Evidence of moisture contamination on motor flex cable. Inspected battery terminal contacts and 5 volt motor regulator u12, no evidence of additional moisture or intermittent contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.